Event description:
It was reported that the lens was dry when opened. Additional info has been requested, but no new info has been provided.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.